Manufacturer narrative:
This report is filed, april 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery (date not reported) to excise the excess tissue; during the same procedure the patient's abutment was exchanged. The implanted device remains.